Event description:
Catheter came apart between the hub and the catheter after several days in place. It appeared to simply come apart rather then break off.

Event description:
Company logged the complaint and performed an investigation back in 2004. Company did not file an MDR.